Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140844.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated causing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated causing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned. Additional information was received that the explanted leads were discarded by the medical facility.